Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, leakage of the oxygenator housing in the bottom side was identified. Customer noticed increasing number of bubbles in the priming solution and decided to exchange the oxygenator. No patient involvement product was changed out procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 4, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) , h3 (device evaluated by manufacturer), h6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, and the bottom part of the oxygenator was marked black and was assumed to be part of the leak. The unit was leak tested; it was incorporated into a circuit consisting of tubing and colored saline solution was circulated through it. As a result, no leaks were observed from the bottom of the oxygenator. The tube on the blood outlet side of the unit was blocked, and the pressure in the circuit was gradually increased (to approximately 800 mmhg) from the blood inlet side, and no leakage was observed from the bottom side of the oxygenator. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.